Manufacturer narrative:
This report is submitted on july 7, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery under general anaesthesia on (B)(6) 2023 to reposition the device, due to migration of the receiver/stimulator. The implanted device remains.